Event description:
Consumer called to report their therasage system in their golden technologies chair was not working. The dealer informed them that since it was out of warranty that they most likely would have to replace the therasage hand control pendant. Leaving the product plugged in the consumer left the house. Upon returning to the house it was full of smoke and the chair had burning embers all around the front therasage heating pad. Consumer put out fire with a blanket.

Manufacturer narrative:
Golden technologies inc, offered the therasage ((B)(4)) far heating pad as an option on certain models of their chairs. The failure is in the far pad and not in golden technologies lift chair. A safety alert was issued on september 21, 2012 by golden technologies for the far heating system used inside some golden technologies chairs. Golden has asked all consumers to unplug the therasage heating pad and will permanently disable the far system. Additionally golden has discontinued use of the far pads in any and all future products. This safety alert does not include goldens standard heat and message system.